Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by another device. (B)(4).

Event description:
It was reported that stent deformation occurred. The patient presented with non-st elevation myocardial infarction (nstemi) 4 days earlier and was transferred from another facility. Access was obtained via the right femoral artery. The target lesion was located in the distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm emerge balloon catheter that was inflated to 12 atms for 10 sec. A non-bsc ivus catheter was inserted. A 4.0x28mm promus element plus drug eluting stent was advanced and deployed at 16 atms. A 5.0x20mm quantum apex balloon catheter was advanced and inflated once to 16 atms and once to 18 atms. A non-bsc catheter was inserted for the infusion of medication; however, the catheter is believed to have caused deformation of the previously implanted stent. The stent deformation was treated with 3 dilations to 16 atms with the 5.0x20 quantum apex balloon catheter, the implant of a 5.0x18mm non-bsc bare metal stent and 2 more dilations at 18 atms and 20 atms with the 5.0x20mm quantum apex balloon. No additional patient complications were reported and the patient's status is fine.